Event description:
It was reported that during an unknown procedure the device loosed the tissue pad in the patient during procedure and the tissue pad was immediately retrieved. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)94). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The tissue pad was in good physical condition and properly attached to the clamp arm and not detached as reported. This blade tip portion may have broken off of the device during transport to our analysis site. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.